Event description:
The patient passed and the coroner ruled the death was due to sudep. The medical professional did not believe the death was related to vns. No other relevant information has been received to date.